Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis in a good condition. During analysis, the customer's stated problem was unable to be duplicated. Testing was performed and the device did not lose any program. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. However, service recommended to install software as a preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump was not programmed/functioning. The reporter noted that the patient did not put batteries in pump upon arrival and has been rotating between pumps. No patient consequences were reported. No adverse effects were reported.